Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance, as found that the cardiosave intra-aortic balloon pump (iabp) equipment could not be inflated normally and an automatic inflation failure was prompted. There were no injuries reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was judging a failure of the pim. However, it was later informed that the customer gave up the repair. A supplemental report will be sent if additional information is provided.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1 is (B)(6).

Event description:
It was reported that during routine maintenance, as found that the cardiosave intra-aortic balloon pump (iabp) equipment could not be inflated normally and an automatic inflation failure was prompted. There was no patient involvement.